Manufacturer narrative:
The julian was tested in the by dräger service after the event. During testing the reported loss of automatic ventilation could not be reproduced. Only the slot valve was found faulty but this would not result in the observed behavior. Also the alarm functions were tested and found to be operating properly. The electronic log file was downloaded and submitted for further analysis. The information stored therein do not indicate a device failure. On (B)(6) 2018, the reported date of event, there were only two sets of information stored, both indicating a successful completion of the self-test routine. The reported behavior could not neither be reproduced during device tests nor be confirmed by means of the log analysis. Hence the exact root cause could not be determined. The test results indicate that the julian was functional, especially the audible alarms were found to be working properly. Only two complaints have been reported from france since 2 years (ansm ref. Aa ¿ 2018/0517 (julian, manufactured in oktober 1998) & r1703771 (device manufactured in august 1998)). From the rest of world only 3 further complaints have been reported during the same period of time. Two of the involved devices were manufactured in 1997, one in 2001. None of these 5 cases is comparable to this one. The concerned device was manufactured in april 2002 and is nearly 17 years old. It is recommended to replace the slot valve and the check valves of the gas supply before putting the julian back into operation.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided within our follow-up report.

Event description:
It was reported that the ventilator stopped ventilating during a case. There was no injury reported.